Event description:
On april 6, 2010, the lay user/patient contacted lifescan (lfs) (B) (4) alleging that her onetouch ultra meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B) (6), 2010, at 3:00 pm she obtained an alleged high blood glucose result greater than "200 mg/dl" with the subject meter. The csr noted that the patient manages her diabetes with humulin insulin and adjusts the amount she takes based on her meter readings. The patient stated that if her blood glucose readings fall in the normal range (70-130 mg/dl) she does not take any insulin, when her blood glucose is greater than "130 mg/dl" but less than "200 mg/dl" she takes 15u, and if her blood glucose is over "200 mg/dl" she has been instructed by her physician to take 20u. In response to the alleged inaccurate result, the patient claimed she administered 20u of humulin. The patient reported that approximately 15 minutes after administering the humulin insulin she had the "sensation of fainting." The patient denied testing with the subject meter at the onset of symptoms; however, claimed her husband contacted emergency services (es). When es arrived, the patient confirmed her blood glucose was tested with an ems meter and obtained a low result (reading unknown). The patient believes that she was treated by emergency service personnel with an injection. It is not known what the alleged treatment was for. At the time of troubleshooting, the csr walked the patient through a control solution test and noted that the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported, because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated by an hcp for severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.